Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) and ketones measured 5 mmol/l while wearing the pod. The patient removed and applied a new pod but the bg levels continued to rise. Patient was feeling ill and went to the hospital. The patient was treated with 3 IV bags. The patient was released the following day after a 10 hour stay.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.